Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camara head experienced small dots appear on the screen (red and blue dots). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the failure "small dots appear on the screen" was confirmed. The failure "red and blue dots" was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in camera unit, the image has white dots, and due to damage on camera unit, the image has white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.